Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) with complaints of the lead integrity alert (lia) alarm going off. The right ventricular (rv) lead was found to have noise that was reproducible with isometrics and pocket manipulation. The sensitivity and configuration on the rv lead was reprogrammed believing the issue was resolved. The patient was discharged and came back to the ER with inappropriate shocks due to a broken rv lead. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.